Event description:
It was reported that a patient underwent a unknown procedure on (B)(6) 2023 and suture was used. During the procedure, the suture broke with a gentle pull while tying a knot. Another device was used to complete the surgery. No adverse patient consequences were reported. Additional information was requested but unavailable.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 - device not returned to date the device has not been returned. If the device or further details are received later a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified the following information was requested, and the following was received/but unavailable: were there any patient consequences? ---contacted with the sales rep today via phone, please refer to the event description and other information requested is unknown.